Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01us-delsys, expiration date: 28-apr-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Dev rtn to MFR? No. Mfg date: 25-nov-2019. Labeled for single use: yes . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) following successful deployment and recapture of the device, the device was deployed for a second time. The patient then became symptomatic and experienced tamponade from perforation and pericardial effusion. Pericardiocentesis was performed and a drain was used. The patient stabilized and was transferred to the intensive care unit (ICU) with ventilator and blood pressure support. The ipg and delivery system were attempted / not used. No further patient complications have been reported as a result of this event.